Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that there was a "battery failed" error appearing on the system. Device was not in clinical use at time of discovery and no reports of patient/user harm or injury. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer indicates that the system was in storage without being used connected to the power supply. The customer reported a yellow message indicating a defective battery; the battery voltage was very low. A replacement battery was ordered for replacement. A philips authorized service provider (asp) evaluated the device onsite and confirmed the device reported a battery failure as if it did not have battery. The battery voltage was very low. The asp replaced the battery. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.